Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The monitoring pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported technical error codes. Earlier investigations verified a faulty pressure transducer in the monitoring pc board. The pressure transducer measures the barometric pressure and supplies information to the other sub units in the system. The generated technical error codes are a consequence of the faulty pressure transducer. A failure of the barometric pressure transducer can disable the internal 12 v power supply. If the issue will be detected during device start-up, ventilation cannot be started. If the issue would occur during ventilation, it would lead to stop of ventilation and alarms will be generated. Since replaced part was not returned for investigation, the root cause of the event has not been conclusively determined but most likely the monitoring pc board was anomalous.

Event description:
It was reported that the ventilator generated technical error codes indicating power error and barometric pressure too high. There was no patient harm. (B)(4).